Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm while priming. The customer's blood glucose was 342 mg/dl at the time of incident. Customer stated that the insulin exited tubing. Customer treated their high blood glucose with manual injection. The customer reported that the no delivery alarm was unresolved in troubleshoot. Customer was advised that insulin pump need to be replaced. The insulin pump will not be returned for analysis